Manufacturer narrative:
Product ID 3889-28, lot# v128377, implanted: 2008 (B)(6); product type lead product ID 3037, serial# (B)(4), implanted: 2008 (B)(6); product type programmer, patient. (B)(4).

Event description:
It was reported that in 2009/2010, the patient¿s implant was on her right side but it caused her problem. The health care provider (hcp) moved the implant to her left. No outcome was reported regarding this event. A further follow-up is being conducted to obtain this information. A follow-up report will be sent if additional information becomes available.